Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The angle wire was worn, which had caused the knobs to be out of specification. As a result of the forceps elevator being deformed, the up/down knob is unable to be locked securely. Debris was found on the forceps elevator. Scratches were found on the connecting tube, the distal end, the protector of universal cord on control section side, side cover and grip on the control and the acoustic lens. The damage on the ultrasonic probe and on the cover of the charge coupled device (ccd) caused a noise on the ultrasound image. The side cylinder, the rubber on the bending section cover, the switch box, the control body side cover and the right/left and up/down knobs were dirty. The adhesive on the rubber of the bending section cover was detached. The air/water nozzle had a burr and was obstructed causing the water removal ability to not meet specification. The deformation of the side connector caused water tightness to be lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported angulation play in all directions. During the inspection of the returned device, the forceps elevator was found to have foreign material, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material in the forceps elevator was likely due to the foreign matter adhering during the procedure and was not removed during reprocessing. The specific root cause for insufficient cleaning could not be determined at this time. Olympus will continue to monitor field performance for this device.